Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision left knee surgery performed for knee pain related to poly wear.

Manufacturer narrative:
Revision left knee surgery performed on (B)(6) 2016 at (B)(6) for knee pain related to poly wear. Primary implant date: (B)(6) 2001. Update 29 sept 2016 ; all components were revised. This was the patients 1st revision. After looking at the photos provided in the email below, I went back to the reporter and asked if the insert was removed from the patients knee like that, or if damaged has been caused during removal of the product. Response was as follows: ¿the insert came out of the patients knee like that, and that is why we ended up having to do a full revision as the femur was scratched from being in contact with the metal tibia after the polyethylene was worn through. The surgeon did not comment on why the poly the had worn through.¿ no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.